Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the one of our surgical lights - volista standop. As it was stated, the light was showing the alarm. During inspection, it was revealed that there was lack of grounding. There was no injury reported, however we decided to report the issue based on the potential as lack of grounding is creating risk of electrical shock for operator of the device. According to the service engineer, when he visited site he found one of the earth cable floating and touching on one of the power supply board that was arching and finding another path for earth which was setting alarm off. Earth cable was put back where it should be connected and replaced power supply board. No further alarm was going off and no fault codes appeared on the wall panel. Lights were working fine and theatre was put back in use. It was established that when the event occurred, the surgical light did not meet its specification as lack of grounding could be identified as a technical deficiency. The device which played role in this situation contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. According to the photographic evidences provided by service, the earth cable of the board disconnected from the earth terminal block and touched a part of the power supply. The earth cables of the power supplies were correctly connected to the earth terminal block. This lack of grounding was detected by the ups alarm of the facility. The disconnection of the earth cable from the terminal block was probably caused by a pull on the cable during the installation. To prevent any safety issue : all power supplies manufactured are tested at 100% for dielectric strength, leakage current and protective earth continuity, the instructions are mentioned in the production test procedure ¿gom 5903 c¿. The power supply is fixed to the wall and is protected by a cover linked to the protective earth, to avoid any electric chocks to the user. The volista installation manual 01784 mentions several warnings related to the protective earth connection in the ¿safety-related information¿ the volista installation manual 01784 indicates, on the electrical drawing, the earth cable connections between the power supply and the terminal block. The installation protocol check list mentions to check the tightening for terminal blocks and to check if the power supply is connected to the ground. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 5th of october 2020 getinge became aware of an issue with the one of our surgical lights - volista standop. As it was stated, the light was showing the alarm. During inspection it was revealed that there was lack of grounding. There was no injury reported however we decided to report the issue based on the potential as lack of grounding is creating risk of electrical shock for operator of the device.